Manufacturer narrative:
The technician found the brake cable needed to be adjusted. He adjusted/tightened the cable to repair the bed.

Event description:
Info received indicates the bed still moves when the brake is pressed.